Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A computed tomography angiography (cta) completed on (B)(6) 2023 showed a possible extrinsic outflow graft obstruction (eogo). At the time, they decided to not intervene as the patient did not have low flow alarms or symptoms. The patient was readmitted and they planned to repeat the cta. The repeat cta revealed a nonocclusive peripheral thrombus in the left ventricular assist device (lvad) outflow track, which resulted in 70-90% diameter narrowing similar to previously. The eogo was confirmed on (B)(6) 2024. The patient did not have an outflow graft thrombus, but had an eogo. The patient was scheduled for an appointment on (B)(6) 2025 to discuss outflow graft stenting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to clinic with multiple speed drops. Their doppler was 76/0 and the pump sounded like static. A computed tomography angiography (cta) completed in 2023 showed a possible extrinsic outflow graft obstruction. At the time, they decided to not intervene as the patient did not have low flow alarms or symptoms. The patient was readmitted and they planned to repeat the cta. Following review of the submitted log files, it appeared there were multiple pulsatility index (pi) events between 04dec2024 at 7:58:19 and 04dec2024 at 11:27:18. Tech services stated that there were a significant amount of pi events noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through the account¿s submitted images; however, review of the submitted log files confirmed the reported speed drops. Additionally, the report of the pump sounding like static could not be confirmed. The controller event log file contained events from (B)(6) 2024. The file captured several decreases in the pump¿s speed to the low speed limit. These decreases were associated with pulsatility index (pi) events, per design of the system. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump speed. Sections 1 and 4 of the IFU, ¿system monitor¿, explain that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, the patient handbook also instructs the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.